Event description:
It was reported that a patient underwent a left inguinal hernia repair on (B)(6) 2012 and suture was used. While suturing the mesh, the needle tip broke. The physician left the needle tip inside the fat tissue and did not search for the tip to avoid harm to surrounding tissue. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).